Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. Three shocks were delivered to the pt in advisory mode and one shock delivered in manual mode. According to the reporter, while the device was in manual mode and paddles displayed on the screen, the pt's ECG changed to dashed lines and the operator held the therapy cable pushed in at the therapy connector to maintain the ECG display. No adverse affects to the pt were reported as a result of the alleged malfunction.